Manufacturer narrative:
(B) (4). (B) (4). The jostent graftmaster (part # 12745-12, lot# 537329) and jostent graftmaster (part # 12745-12, lot# 581289) are being filed under separate medwatch MFR numbers. The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: failure to cross. Adverse event: myocardial infarction. Time of device issue and adverse event: during the procedure. It was reported that during the procedure the graftmaster 3.5 x 19 stent would not cross to treat the perforation that was caused by a non abbott stent. Two additional graftmaster stents did cross and were deployed to seal the perforation. Reportedly, the pt had an myocardial infarction and remains in the hospital. No additional event or pt info is available.